Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon used the 5mm and 11mm trocars and both were leaking at the universal seal every time during instrument exchange. He had to either block the leak with his finger or had to remove the trocar and tap it on mayo. No patient consequences reported.

Manufacturer narrative:
(B)(4). Is the device being returned? Yes. How many of this product code? - b5st. Were any noises heard such as whistling or hissing? Hissing sound was heard near the universal seal. If so, did the noise prevent insufflation? Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes, yes. What was the gas consumption rate or volume (liter/minute)? Flow rate= 1.5 l/min and pressure =12mm of hg. Were you able to identify where the leak was coming from? Universal seal. Was a device inserted in the trocar during the leaking? During instrument exchange. If so, what device? 5mm bowel grasper , 5mm babcock. Was any torque being applied to the trocar or device? No. The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.